Event description:
Operative report states the breasts were firm bilaterally and were irregular. Operative report also states silicone was leaking in both breasts and was worse on the left. There were bilateral capsular contractures with heavy calcifications involving the right breast capsule with firm masses where silicone infiltrated soft tissue. Medical records showed both breasts felt heavy and it was painful to lie on either side. Pt had tenderness in her breasts and some lumpiness. Mammogram in 2/97 showed asymmetrical breast prosthseses and chronic leakage could not be excluded.